Event description:
It was reported that surgeon used a simple screwdriver to back a screw out a few turns in order to seat the rod. However two of the prongs on driver broke off in tulip and the surgeon was able to remove the pieces and use another driver to successfully complete the surgery.

Manufacturer narrative:
Method: device history review; complaint history review. Results: the reported event of radius multi angle adjustment tool tip fracture was confirmed based on communication with the sales rep. The tip fracture (2 prongs) occurred intra-operatively while trying to back out a screw for adjustment and rod placement. The tip fracture caused a 2 minute delay and all of the fractured pieces were recovered. The reported device was not returned because the hospital discarded the fractured instrument. The manufacturing records for the reported lot could not be reviewed, but the device was likely manufactured in 2007. The sales rep indicated that the device was used often. It is implicated that the age and regular use of the device afford plausibility to fatigue failure. The cause of the reported tip fracture is unknown. Conclusion: the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that surgeon used a simple screwdriver to back a screw out a few turns in order to seat the rod. However two of the prongs on driver broke off in tulip and the surgeon was able to remove the pieces and use another driver to successfully complete the surgery.